Event description:
It was reported that blade detachment occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for treatment of a forearm shunt failure. Upon removal of the device, increased resistance was felt. After recovering the device from the sheath, the device was checked, and it was noted that part of the blade was detached. The echocardiographic image was checked, but the location of the detached part of the blade was unknown. It is unknown whether it is inside or outside the body. The procedure was completed with a different device. There were no patient complications reported as result of this event.

Manufacturer narrative:
D4. Updated lot number. The device was returned and evaluated by manufacturer. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. A visual examination of the returned device identified that approximately 5mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. The detached part of the blade was not returned with the device. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that blade detachment occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for treatment of a forearm shunt failure. Upon removal of the device, increased resistance was felt. After recovering the device from the sheath, the device was checked, and it was noted that part of the blade was detached. The echocardiographic image was checked, but the location of the detached part of the blade was unknown. It is unknown whether it is inside or outside the body. The procedure was completed with a different device. There were no patient complications reported as result of this event.